Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for an unknown synthes titanium elastic nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant/explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.[(B)(4)].

Event description:
This report is being filed after the review of the following journal article: guyonnet c. Et al. (2017), functional outcome of displaced radial head fractures in children treated by elastic stable intramedullary nailing. Journal of pediatric orthopaedics. Volume 00, number 00, pages 1-8. (France). The objectives of this retrospective study were to investigate the clinical and radiological outcomes of displaced radial head fractures in children treated by elastic stable intramedullary nailing (esin) and evaluate the functional outcome of these injuries using the quick disabilities of the arm, shoulder and hand (quick dash) questionnaire. A total of 24 patients (9 males and 15 females), with a mean age of 10.7± 2.8 years (range: 9.5¿16.33 years) were treated with an unknown synthes titanium elastic nail esin between january 2010 until december 2015 via metaizeau surgical technique. All procedures were performed under general anesthesia and all patients were placed in dorsal decubitus. At least 1 year after surgery all patients were ask to complete the short version of the quick dash questionnaire either at the outpatient clinic or by telephone, also patients underwent regular clinical and radiographic follow-up. Complications were reported as follows: patient 18, a (B)(6) year old female implanted with an unknown 2.5mm synthes esin, initially needing an open reduction developed pseudoarthrosis. The hardware was removed at 6.3 months after index surgery. This patient had a below average range of motion (improved by physiotherapy) and ulna valgus that required a surgical procedure. Patient 24, a (B)(6) year old female implanted with an unknown 2mm synthes esin, developed nail displacement initially requiring an open reduction needed revision surgery. Because of persistent fracture instability at index surgery, the nail was intentionally pushed through the radial head. Two months after surgery, the nail was backed up (1 cm) because of elbow stiffness. The immobilization was kept in place for 3 additional months and the hardware was removed after 5.8 months. This report is for an unknown synthes titanium elastic nail this report is 2 of 2 for (B)(4).